Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture of the defect, or confirmed lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that a syringe 10ml ls emerald had a loose needle during use. The following was reported by the initial reporter: "the microlance needle does not stay in place once attaching it to a 10 ml luer slip syringe, it seems loose and not stable. This problem has occured several times. Pr# related to (B)(4). Customer has no sample on the 10 ml syringe and cannot confirm the lot of the syringe used related to this incident."